Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "does not sense closed door" was not reproduced. A review of the event history log (ehl) revealed "shut door power off" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed lower latch switch. The lower auxiliary is required to be replaced to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump does not sense closed door during testing in the biomedical service department. There was no patient involvement. No additional information is available.